Event description:
The physician reported that a patient developed persistent partial paresis and parasthesia of a section of the frontal part of the tongue after an encore procedure.

Event description:
The physician reported that a patient developed persistent partial paresis and parasthesia of a section of the frontal part of the tongue after an encore procedure.